Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors during basal. The customer¿s blood glucose was unknown. Customer states they are able to clear the alarm. The customer performed self-test and it was failed. The customer also stated that the insulin pump had failed battery alarm. Customer declined troubleshooting for failed battery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected failed battery alarm, pump error \alarm, or hardware low level failures alarm noted during testing however, the downloaded history files confirmed pump error alarm (line number 3508 file number 26) due to a software error (ptc 2022281) and hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.